Event description:
It was reported that an ilet pump would not power on despite correct placement on a solid-green ilet charging pad for an extended period, after an initial attempt with a non-ilet charger; hardware involvement included the pump and charger, and the device button and power-on function were unresponsive. No reported alerts or alarms. No reported symptoms. Outcomes included interruption of intended insulin delivery requiring use of backup therapy. Investigation included technical support troubleshooting and replacement component evaluation through device exchange logistics. Investigation of this case revealed that the pump failed to wake or start despite confirmed charger function and correct orientation. It was concluded that the pump exhibited a power or wake failure consistent with an unresponsive sleep/wake mechanism or internal power fault.